Manufacturer narrative:
The following devices were also listed in this report: 32 mm std lfit v40 head; cat#: 6260-9-132; lot#: 38182601. Accolade 132 size 2.5; cat#: 6020-2530; lot#: 37295804. Primary titanium hemi cluster hole cup 50 mm; cat#: 502-03-50d; lot#: mknppp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement on (B)(6) 2011. She stated she has been experiencing pain from the start, tenderness, pain in the groin, and walks with a limp.